Event description:
The device was used during a low anterior resection procedure. Reportedly, the sleeve was damaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.